Event description:
Patient reported "capsular contracture, baker grade unknown, pain, hardness, "deformation", "feel bumps" and implant exchange from textured to smooth due to the patients concerns with the product". This record is for the right side. The device remains implanted. Patient was prescribed tylenol.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, h6.

Event description:
Patient reported "capsular contracture, baker grade unknown, pain, hardness, "deformation", "feel bumps" and implant exchange from textured to smooth due to the patients concerns with the product". Patient later reported "causing major trauma" and "leakage". Healthcare professional later reported "exchange from textured to smooth", "no rupture" and "capsular contracture, baker grade ii/iii". This record is for the right side. The device remains implanted.